Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states receiving replace battery now and she got a frozen display, time was not advancing. The customer was assisted with troubleshooting. The customer screen went completely blank. Advised to change the battery but did not resolve the problem. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had no button error alarm noted. The device was received with no button response due to unlocked button keypad connector. We were unable to perform functional test due to keypad anomaly. No unexpected frozen screen or blank display. No high pithed anomaly noted. The time and clock was fine. A minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip was noted during visual inspection.